Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10j01048) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous report by a nurse in the USA of noncompliance and peritonitis in a (B)(6) male coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On an unreported date in 2011, the patient experienced a break in aseptic technique (described as noncompliance) with his pd. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. Treatment for the peritonitis was not reported. The patient was discharged from the hospital on (B)(6) 2011. At the time of this report the patient had recovered from the peritonitis. The outcome for the noncompliance was not reported. Dianeal therapy was discontinued on an unreported date. Per the nurse, the peritonitis was not related to dianeal therapy, rather it was related to the noncompliance. The nurse did not provide an opinion of causality for the noncompliance. This is report 4 of 5 involved in this peritonitis event.